Manufacturer narrative:
Reference record # (B)(4). Additional information added to b5, d6 and d9. It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
Additional information received on 13 sep 2021: on (B)(6) 2021, the patient's tubing was replaced and the buried bumper was removed.

Manufacturer narrative:
Reference record #(B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
Additional information received on 15 nov 2021: previous reportability awareness date of 13 sep 2021 was amended to 21 sep 2021.

Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event was not returned and remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. A buried bumper is a known complication of a peg tube placement. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2021, a nurse reported that the insertion site was dry but impossible to do the push and pull routine. On an unknown date, a gastroscopy revealed a buried bumper. At the time of report, the physician was waiting to see if the patient experiences signs of infection pain before planning a surgery.